Event description:
Patient with PICC line for IV medication, towards end of 9pm dose noticed fluid dripping from stopcock. (B)(6) rn called. Noted crack on stopcock - scrubbed line and replaced stopcock. Provider notified - no new orders. Saved stopcock for apsm.